Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) of 41 mg/dl. The customer went to the emergency room (ER) and was treated with intravenous glucose, food, juice, and soda. The customer was released from the ER after 3 hours in stable condition and bg's were approximately 200 mg/dl. Cause for low blood glucose was unknown.